Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful 30 minutes after implant and there were no tones with magnet application. Two different model 3300 programmers were unsuccessful, however interrogation was completed with a model 3120 programmer. Additionally, the 3300 programmer was able to successfully interrogate a different patient's implantable device. The field representative noted that an argon blade was used to stop bleeding in the pocket during the implant procedure. Further interrogation attempts via programmer and communicator were unsuccessful, and it was confirmed via external monitor that the patient was paced. Subsequently, this device was explanted and replaced after four days of implant. No additional adverse patient effects were reported. The crt-d was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies.>> <<dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that programmer interrogation of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful 30 minutes after implant and there were no tones with magnet application. Two different model 3300 programmers were unsuccessful, however interrogation was completed with a model 3120 programmer. Additionally, the 3300 programmer was able to successfully interrogate a different patient's implantable device. The field representative noted that an argon blade was used to stop bleeding in the pocket during the implant procedure. Further interrogation attempts via programmer and communicator were unsuccessful, and it was confirmed via external monitor that the patient was paced. Subsequently, this device was explanted and replaced after four days of implant. No additional adverse patient effects were reported. The crt-d was returned for analysis.